Event description:
It was reported that the blade broke at the locking mechanism during a total knee replacement, it was further reported that the broken pieces did not fall into all surgical site. There was no pt injury reported. It was reported that the procedure was completed without issue.

Manufacturer narrative:
Device not returned as yet for eval.